Manufacturer narrative:
The investigation was based on a visual inspection of returned parts, pictures and factual information. The affected system was a polaris multimedia ceiling bearing system, which had already been identified as a potentially affected system during a safety-related field action (fsca/recall, (B)(4)). As part of this fsca, the customer had been informed of the problem by means of a safety notice, but the on-site inspection of the systems and implementation of the corrective action had not yet taken place. The scope of delivery of the ceiling bearing includes three securing elements that are required to securely fasten the swivel arm to the ceiling tube. If one of these securing elements is missing due to an installation error, the secure hold of the system is impaired. A missing securing element leads to mechanical clearance at the affected connection point. In addition, a visual inspection of the returned ceiling bearing revealed that the stop at the swivel arm showed unusual wear or excessive deformation. It is therefore assumed that the swivel arm was moved into the stops with excessive force during use. Both factors caused the reported event. The safety notice describes this situation and refers to the associated risk. The affected system was repaired. Other systems of the customer were checked as part of the field safety corrective action and, if the failure was present, corrected. Following the successful implementation of the fsca, we consider the risk of a serious injury to persons to be acceptable. For USA only: the affected polaris multimedia ceiling bearing system has not been sold in the USA; therefore no recall was initiated in the USA.

Event description:
It was reported that the monitor arm became loose from its fixation point and fell down to the floor. This did not lead to an injury of a person.

Event description:
It was reported that the monitor arm became loose from its fixation point and fell down to the floor. This did not lead to an injury of a person.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : ongoing.